Event description:
The hcp reported the patient lost effectivity of the pump therapy and their spasticity increased. At refill, more drug was found than was expected. The drug used in the pump is liroesal 2000 mcg/ml. The hcp suspected a malfunction so the pump was explanted and replaced. The patient recovered.